Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation determined the reported inability to raise grippers appears to be due to the gripper line break; however, a cause for the gripper line break could not be determined. The difficult grasping was due to anatomical challenges. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances as it was reported that that the rotated heart and commissural jet caused visualization difficulties. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper line break and gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted rotated heart had a commissural jet causing visualization difficulties. A clip delivery system (cds) was advanced to the mitral valve, and the clip was positioned; however, grasping was difficult due to anatomical challenges. After the third grasping attempt, through long axis view, it was observed that the grippers were not raising. A gripper line break was suspected. Since enough tissue was grasped, a decision was made to deploy the clip. Upon deployment, one of the gripper lines came back independently which confirmed the gripper line break. The clip was deployed fine. A second clip was deployed to further reduce mr. Both clips are stable on the leaflets. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.